Event description:
Per dr. (B)(6), (B)(6) resident, while she was cauterizing the patient during a surgical procedure, dr (B)(6) stated that she felt a "very warm sensation" on her right index finger from the button that she was compressing on the handheld bovie device that elicits the cauterization. The area is in the middle of the handheld bovie and not near the tip of the instrument where the electric current is located. The device was immediately removed from its power source, cut the line, and removed from the field. Dr (B)(6) stepped back from the surgical field and removed her glove, where she observed a small white circular area to the lateral tip of her right index finger; in the area where she stated she had felt the warm sensation. No patient injury occurred at any point. Dr (B)(6) rescrubbed, and gowned and gloved, and continued with the surgical case. A new bovie handpiece and bovie tip was given for use without incident. FDA safety report ID # (B)(4).